Event description:
It was reported that during a laparoscopic gastric bypass procedure, both trocars were leaking and losing pneumo. Other trocars were used to complete the procedure. No adverse consequences reported.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis. The nurse did not provide information regarding treatment. It was not reported whether pd therapy was ongoing at the time of the event. It was not reported whether the peritonitis resolved. The nurse declined to provide further information.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)

Manufacturer narrative:
(B)(4). Duckbill the analysis results found that the device was received with the duckbill seal open at the slit. As a result, it would not open and close as intended. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.